Manufacturer narrative:
A field service engineer (fse) was dispatched to evaluate the instrument. Fse discovered the leak was from reagent probe a collar wash valve. Service replaced the collar wash valve and that resolved the leak as well as the qc issue. (B)(4).

Event description:
Customer reported the unicel dxc 600 pro synchron system had a contained leak from the reagent probes area along with all cartridge chemistries quality control (qc) were out of acceptable ranges. Customer was wearing a lab coat and gloves as personal protective equipment. There were no reports of erroneous results generated, injury, or exposure.